Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the two cuffs inability to inflate the device. The physician observed that the system was full of fluid, the pump was active, and when pressing the pump the cuffs would fill but not on their own. The aus was explanted and not replaced with no clinical consequences to the patient. On 02dec2021 a new aus was successfully implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the two cuffs inability to inflate the device. The physician observed that the system was full of fluid, the pump was active, and when pressing the pump the cuffs would fill but not on their own. The aus was explanted with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the two cuffs inability to inflate the device. The physician observed that the system was full of fluid, the pump was active, and when pressing the pump the cuffs would fill but not on their own. The aus was explanted and not replaced with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the two cuffs inability to inflate the device, and an erosion and possible infection. The physician observed that the system was full of fluid, the pump was active, and when pressing the pump the cuffs would fill but not on their own. The aus was explanted and not replaced with no clinical consequences to the patient. On (B)(6) 2021 a new aus was successfully implanted.